Event description:
During a thoracoscopic wedge resection shortly after the stapler was inserted into the chest cavity and prior to being closed and fired on lung tissue, it was reported that the cartridge half of the stapler head, including the metal cartridge housing, fell off of the stapler shaft. This portion was removed without incident and a new ez45b stapler was used to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Added additional info, device was not returned for evaluation.